Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 600 mg/dl due to the issue. To manage the high blood glucose, the customer administered a correction injection via manual insulin therapy (mdi). The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use. There was no need for third-party assistance. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.